Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate high result of "over 600 vs other meters = 250 or below". This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (07/02/2013)-device evaluation: the meter and control solution involved with this complaint has/have been returned and evaluated by lifescan product analysis on 6/24/2013 with the following findings: the meter has passed testing with no faults found; the complaint was not reproduced. The control solution has not been tested at this time. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.